Event description:
Customer reported a past low blood glucose (bg) event, with a lowest bg level recorded at 35 mg/dl. Reportedly, the customer lost consciousness. Customer's live-in care giver's provided the customer with carbohydrates to address decreased bg. The control-iq feature on their pump was active at the time and was functioning as intended.